Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips were tested on march 28, 2012 and passed all testing with no faults found. The meter was also tested on march 23, 2012 and the primary complaint was not confirmed and was found to be working properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k061118.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately low compared to a calibrated lab. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 7pm. The patient reported blood glucose readings of "358 mg/dl" with the subject meter and "518 mg/dl" on a laboratory device, performed within 10-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of this glucose results exceeds lifescan's criteria for accuracy. As part of the patient's diabetes regimen, the patient claimed she is on an lantus (62 units) and novolog (15 units) insulin. At the time the alleged issue began, the patient claimed she administered her usual doses of insulin. The patient denied developing symptoms. However, by 7:15pm that evening, the patient indicated she was admitted to the emergency room (ER) and was administered 2 bags of intravenous (IV) fluids and 40 units of humalog insulin. At approximately 8:00pm, the patient indicated she was tested by the ER/hospital meter with results of "478 and 239 mg/dl" and again was administered 10 units of humalog insulin. The following at day 2:00am, a reading of "239 mg/dl" obtained from the ER/hospital meter. At the time of troubleshooting, the cca noted the test strips were in good condition the subject meter's unit of measure was set correctly, and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly received additional hcp intervention after the alleged issue began.